Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
Device was returned for patient death. The device was received from the field with battery voltage above elective replacement indicator (eri) level and no anomaly was found on the header that is related to the field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed showed normal device characteristics with device above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.